Event description:
It was reported to boston scientific corporation on march 09, 2022 that a hot axios stent was to be implanted transgastric to the pancreas to treat acute pancreatitis during a necrosectomy procedure performed on (B)(6) 2022. During the procedure, the device got stuck during step 2 and the stent could not be deployed. The stent was removed partially deployed on the delivery system and a different sized device was used to complete the procedure. There were no patient complications due to this event.

Manufacturer narrative:
Medical device problem code: (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of a hot axios stent partially deployed. Block h10: the hot axios stent delivery system was received for analysis; the stent was not returned. Visual examination of the returned device was performed and no damages were noted. The reported event of stent partially deployed cannot be confirmed; the stent was not returned. Additionally, it was reported that the stent was deployed outside the patient. Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported event as the stent was not returned. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on march 09, 2022 that a hot axios stent was to be implanted transgastric to the pancreas to treat acute pancreatitis during a necrosectomy procedure performed on (B)(6) 2022. During the procedure, the device got stuck during step 2 and the stent could not be deployed. The stent was removed partially deployed on the delivery system and a different sized device was used to complete the procedure. There were no patient complications due to this event.